Event description:
Went to urgent care for a sprained finger, and was issued a wrist guard mislabeled for "right" hand, when it is actually for left. Also, my roommate was issued same wrist guard for a different reason about a month earlier, which is mislabeled for "left" hand, when it is actually for right. Company is synergy orthopedics, (B)(4). FDA safety report ID # (B)(4).